Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Bilateral pt. Litigation papers allege pt has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his (sic) blood stream, conscious pain and suffering and loss of earnings.